Manufacturer narrative:
Coolant leak is a known failure mode in the coolsculpting risk documents. Investigation is ongoing. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
The control unit was returned for evaluation, there was no control unit leak found.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Corrected data: d1 and d4. The control unit was returned for evaluation, there was no control unit leak found.

Event description:
Upon further review of the reported event, it has been determined that there is no control unit leak.